Event description:
It was reported that there was a device restart during use. There was no patient injury reported.

Manufacturer narrative:
The affected device was checked by dräger service and the log file was provided to the manufacturer for a detailed analysis. The log entries confirm that the device restarted twice on (B)(6) 2020. After the restarts the ventilation continued as set. A temporary malfunction of the pba m16.2 was determined to be the root cause of the issue. As a safety feature of the system, a safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. During the restart (duration approx. 8 seconds) the emergency-breathing valve would open to ambient allowing for spontaneous breathing and audible alarms would be posted to inform the user about the problem. After the restart the alarm message ¿ventilation unit restarted¿ is posted. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that there was a device restart during use. There was no patient injury reported.